Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump was alarming high pressure on both pumps. Unsuccessful troubleshooting. Patient went to the emergency room for a central line evaluation. Pump will run when not connected to central line. Found out that the main issue was there was an obstruction at the central line and there's nothing wrong with the pump. After troubleshooting, they were able to resolve the issue. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H2) device evaluation: d3 manufacturing establishment name updated. D4 model number, catalog number, serial number, and primary UDI number updated. G4 PMA/510(k) number updated. H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.